Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat crease and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.